Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro2 adaptor had a short in it, the adaptor was replaced with a second unit and the intermittent power was resolved.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. (B)(4).